Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue controlled medications or those on general override or high alert. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the user was unable to override medication due to override permissions. A technical support specialist (tss) provided steps to facility administrator to adjust or add permission login access for an employee in myqlink. The customer acknowledged. The system functioned as intended after the technical support specialist investigated the device.